Event description:
It was reported that during an implant procedure that the atrial lead was repositioned multiple times not being able to get a good sensing signal. The atrial lead was not used and the physician elected to complete the procedure with a different atrial lead. The patient condition was stable.